Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 05:43:21 on (B)(6) 2022. From 11:12:43 and 11:28:55, an arrhythmia was detected six times. ECG shows vt @ 250 bpm with varying rates/amplitudes, motion artifact and electrode lead falloff degrading to vf/fine vf with varying rates/amplitudes, CPR/motion artifact and electrode lead falloff. The lifevest properly detected vt/vf between 11:12:43 and 11:28:55 on (B)(6) 2022. Varying rates/amplitudes, motion artifact, electrode lead falloff and response button use prevented the lifevest from treating the patient. The electrode belt was disconnected at 11:53:39 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.